Event description:
It was reported this balloon catheter was placed in a thrombosed arteriovenous hemodialysis fistula graft for the purpose of declotting the vein graft. It was indicated the balloon leaked during the first inflation. Another balloon catheter was used to successfully complete the procedure without pt complications. This device was rec'd, evaluated and retained by this MFR. The engineering evaluation revealed a leak located 8 millimeters from the distal tip. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. It was indicated this device was used to break down a clot in a dialysis graft which is not an indicated use of the device. Co believes the use of this balloon catheter for a non-indicated procedure, as well as user technique and pt anatomy, may have contributed to this event and do not attribute it to the device. Directions for use state: "medi-tech occlusion balloon catheters are indicated for use for temporary vessel occlusion in applications including arteriography, preoperative occlusion, emergency control of hemorrhage, chemotherapeutic drug infusion and renal opacification pressures. Any use for procedures other than those indicated in the instructions is not recommended... If loss of pressure within the balloon occurs during inflation or if balloon ruptures, immediately discontinue the procedure. Deflate the balloon. Do not re-inflate and remove carefully.